Event description:
Patient has what appears to be a granuloma. Patient is being treated with steroids and antibiotics. Updated (B)(6)2010: patient now has big lumps every where she was injected and she has had physical and emotional pain. More lumps have developed and they are not reducing in size. Patient has had abscesses several times. She went to the emergency room on (B)(6)2010 - physician said it was an abscess and was given keflex. Patient's primary physician changed the prescription to bactrim. Platic surgeon put patient back on keflex on (B)(6)2010. Patient had an abscess in (B)(6) that lasted for a month and then again in (B)(6), which lasted about 2 weeks. Patient is currently not taking any medication.

Manufacturer narrative:
Additional date of event: (B)(6)2010. Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.